Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation the crt-d and right ventricular (rv) lead exhibited shock impedance measurements varying from around 135 ohms to 153 ohms. The tones were due to measurements greater than 150 ohms. The maximum limit was reset from 150 ohms to 175 ohms. This decision was made since all other measurements were within range, the patient is not pacemaker dependent and to date, the crt-d has not delivered any tachycardia therapy. Technical services (ts) was consulted and discussed troubleshooting steps in order to ensure integrity of the system. At this time the clinic has opted to continue to follow the patient remotely and will perform a follow-up in clinic in a few months. The crt-d and rv lead remain in service and no adverse effects were reported.